Event description:
It was reported that the pump emitted a low battery warning at which time the pump casing was found to be warm to the touch. The pump battery was found to be hot to the touch.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.